Event description:
It was reported that this pacemaker had a potential erosion issue. Reportedly, the patient lost weight and the implanted device was sticking out. The health care professional (hcp) was referred to the clinic. All available information indicated that the pacemaker remains in service. There were no additional adverse patient effects reported.